Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that in an unknown quantity of wafers from unknown number of market units with unknown lot numbers, the opening was off centered. The estimated date of occurrence was (B)(6) 2020. She advised that the wafers were used and no injury occurred as a result. Reportedly, she was fairly new to ostomy care when she faced the issue and was not aware of off centered issue of wafers. No photo is available at this time.